Event description:
The customer reported that the 9800 system had a filament regulator error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not duplicated. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.